Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16470. It was reported that the patient's ipg was flipping in the pocket and twisting the right extension. As a result, the physician explanted and replaced the patient's ipg and right extension. Surgical intervention resolved the issue.